Manufacturer narrative:
The patient weight was not provided. The referenced previous driveline infection was reported under medwatch MFR report# 2916596-2017-02847. (B)(4). Approximate age of device - 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 with fever. The patient was noted to have pseudomonas bacteremia with most likely pump/pump pocket seeding. A percutaneous lead (driveline) culture was (B)(6) for pseudomonas. The patient was previously on ancef suppressive therapy due to a previous admission for infection. A combo therapy with zosyn and tobramycin was initiated and then changed to meropenem and tobramycin. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.